Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump exchange due to worsening signs of hemolysis and suspected pump thrombosis. It was reported that the patient also had a driveline infection that cultured (B)(6) for pseudomonas. In (B)(6), the patient reportedly had rising lactate dehydrogenase levels (1100-1200), was treated with heparin and discharged home. The patient returned to the hospital with a ldh value of 1262, dark tea colored urine, haptoglobin less than 7 and slightly elevated creatine levels. The patient was not listed as a transplant candidate and a subcostal pump exchange for suspected thrombosis was performed. The subcostal pump exchange was reportedly performed off pump. The inflow conduit and outflow cannula were left in place with reported good backflow from the in flow conduit at time of exchange. The patient reportedly tolerated the exchange procedure well. No other information was made available.

Manufacturer narrative:
The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the device; however, a correlation between the reported driveline infection and the pump cannot be conclusively determined. Upon disassembly of the returned pump, examination of the rotor revealed non-laminated depositions situated on and in between the blades of the rotor. The structure of the depositions suggested that they did not develop on the rotor. Although the origins of the depositions cannot be conclusively determined, the larger deposition had areas of denaturing. This denaturing is an indication that the deposition was likely present while the pump was in operation. The remaining blood-contacting surfaces were free of deposition. The thrombus formations found in the pump would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no anomalies that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.